Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently died. The cause of peritonitis was unknown. The cause of death was not reported. It was reported that there was medical intervention and the patient was on treatment for peritonitis (no further details provided). It was not reported if the patient was recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.